Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during catheter insertion, after puncture, the guidewire was introduced without difficulty, followed by a removal of the puncture needle and catheter insertion. It was then impossible to remove the guidewire through the catheter (the guidewire felt stuck). It was a ultrasound-guided catheter insertion. Finally, the entire catheter was removed, and the guidewire was found to have unraveled inside the patient: it was stretched/loose along part of its length. Disintegration of the guidewire inside the patient's vessel. Macroscopic inspection revealed that the entire guidewire could be removed without any residual material in the patient. The entire device was removed. There were no consequences for the patient".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The first image shows an unraveled guidewire, and the second image shows the unraveled guidewire threaded through a non-arrow device. The customer report of an unraveled guidewire is confirmed based on the photo; however, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "precaution: use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire". The customer report of an unraveled guidewire was able to be confirmed by visual inspection of the customer supplied photo. The images show an unraveled guidewire partially advanced through a non-arrow device; however, full complaint verification testing to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed with no relevant findings to indicate a manufacturing related issue. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during catheter insertion, after puncture, the guidewire was introduced without difficulty, followed by a removal of the puncture needle and catheter insertion. It was then impossible to remove the guidewire through the catheter (the guidewire felt stuck). It was a ultrasound-guided catheter insertion. Finally, the entire catheter was removed, and the guidewire was found to have unraveled inside the patient: it was stretched/loose along part of its length. Disintegration of the guidewire inside the patient's vessel. Macroscopic inspection revealed that the entire guidewire could be removed without any residual material in the patient. The entire device was removed. There were no consequences for the patient".